Event description:
Rpt received from abbott intl affiliate indicating overdelivery. The rpt states: "pump not recording accurately. Pca lockout not working. Pt became very sedated and drowsy." The pump had been set to infuse morphine 1 mg/ml, pca dose of 2 mg with a 6 minute pt lockout interval and a 15 mg 4 hour dose limit. The pump was discontinued and the drug effects allowed to wear off. No other medical intervention was required, no adverse sequelae were rptd. Pca therapy was then re-instated with a different pump. When reviewed, the nursing "pca/infusion observation sheet" received with the report does not have the total delivered amount added up correctly.